Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient felt a strong shock the saturday prior to the report while doing dishes. The patient lost control of their legs and fell. The event was associated with a loud boom from outside. The patient turned the stimulator off from march 23rd to march 29th. The rep met with the patient and checked impedances and turned stimulation on again on march 29th. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.